Manufacturer narrative:
Device manufacture date: november 17, 2017 - november 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an small volume infusor overinfused. The reporter stated the infusion completed in 24 hours instead of 48. The device had been filled with an unspecified amount of 5-fluorouracil and 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.